Event description:
It was reported that a loss of aspiration occurred. The target lesion was located in the superficial femoral artery (sfa). A 2.4mm jetstream xc was selected for use. After 1 to 2 minutes, the device stopped aspirating. An attempt to flush and re-prime was unsuccessful. The procedure was completed with a different device. There were no patient complications.